Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown there was a solid tone with error code '5' after activating several times during the procedure. Moved out the scalpel, reinstalled and the titanium tip broke during the pre-run test. The broken piece did not fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned along with the instrument. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. Upon visual inspection it was noted that the clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.